Manufacturer narrative:
This was previously reported under report number 2133409-2023-00034 and therefore is a duplicate MDR.

Manufacturer narrative:
It was reported that the sensor melted. The device was returned for investigation. Engineering evaluation was able to confirm the melted device. The root cause was damage to the battery. Most probable to be either a poor seal of the battery leading to leakage of the battery and causing a fault which over heated the battery or contamination during manufacturing which caused excess gas release also damaging the battery.

Event description:
It was reported that the sensor melted. There is no reports that the patient was harmed or sought medical attention. No additional information is avaliable.